Event description:
In preparation for a procedure, the provider noted that the endoscope had a fray upon inspection. Notation of small circular piece that covers a connection was missing. Unk location of missing piece. The endoscope was removed from the procedure area, boxed and olympus was notified.